Event description:
On (B)(6) 2010, pt reported insulin ingress occurred last night. Pt reported she believed the insulin cartridge had leaked into the infusion device. Pt stated she noticed insulin in the cartridge compartment. Pt reported she removed the cartridge from the infusion device, poured out the insulin and dried out the cartridge compartment. Pt stated the cartridge plunger did not become stuck on the piston rod. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.